Event description:
In 2008, the patient underwent the surgery with the g3 nail. After three months the patient had discomfort in hip. In 2009, the surgeon found through the x-ray that the lag screw penetrated into the pelvis. Afterwards, the patient died. However, the surgeon consider that the patient death was not related to the lag screw by the CT and x-ray.

Manufacturer narrative:
Device will not be returned. Patient expired.